Manufacturer narrative:
The pse (product support engineer) replaced the cpu (central processing unit) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the by a hospital me that a backup alarm failed error occurred during pre-use operational checking outside of clinical use. It was reported there was no patient/user harm or injury. The manufacturer's product support engineer (pse) evaluated the device, and the reported phenomenon was not duplicated. The event log revealed that "check vent: backup alarm failed" (diagnosis code 1104) had occurred. Investigation is ongoing.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the cpu pcba into a pil ventilator to duplicate the reported issue. The issue of ls1 and secondary alarm failure has been previously investigated. Testing of this cpu pcba with the accusation of a secondary alarm failure / "check vent: backup alarm failed" (diagnosis code 1104) has been analyzed. The results of the testing of this cpu pcba have resulted in a no problem found.